Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Corrected data: initial MDR should have stated: 'the patient experienced low vault with rotation after the initial lens exchange.' Initial MDR should have included device code 2923 claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.5/2.0/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 as a replacement lens to correct low vault with rotation but it did not resolve the problem. On (B)(6) 2019 the lens was removed and exchanged with a non toric lens of same length, different diopter and the problem resolved.